Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h11. Corrected fields - h6 (type of investigations)

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, b6, b7, d5, e1 (initial reporter, event site email), e2, e3, h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) noticed that after the battery was replaced, the battery status was not being displayed on the unit even after new batteries were put in. Fse opened up and reseated all connection on the main and front end board. After reseating was able to get the battery status with no issues. Verified unit was still able to display battery status. Unit returned to customer.

Event description:
It was reported by getinge field service engineer (fse) that during preventive maintenance (pm) the cs300 intra aortic balloon pump (iabp) battery status was not being displayed on the unit even after new batteries were put in. There was no patient involvement

Manufacturer narrative:
Due to characters limitations, the e1 (initial reporter) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had intermittent battery problem.